Event description:
The customer noticed light brown staining on the halyard 48139 tray liners. This incident occurred several times consistently for a few days at the hospital and caused them to stop sterilizing trays for a period of time. No patients were injured; however, surgery delayed.

Manufacturer narrative:
The product involved in the event was returned and is being evaluated. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.